Event description:
Following a pump replacement (2003), saline was instilled into the pump because there was no medication ordered prior to the scheduled procedure. The patient presented with symptoms of withdrawl 2 days later including pain, headaches, and anxiety. The pump was then filled 2 days later with the prescribed pump medication. Once the pump was filled properly, the patient was reported as doing better. Their pain is under control and their bruising from the surgery has resolved.